Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.

Event description:
A customer reported that their freestyle flash meter was showing error 4 messages on the insertion of the test strips. The customer also observed the battery and booklet icon displayed on the screen. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.